Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the hospital¿s intensive care unit due to a blood glucose (bg) level of 1075 mg/dl with diabetic ketoacidosis. The customer was treated with intravenous insulin and saline. The customer was discharged on (B)(6) 2022 with no permanent damage. Reportedly, the pump usb port was damaged which resulted in the pump being unable to charge and subsequently shutting down. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.